Event description:
Blinatumomab was infusing through the patient's double lumen PICC. The patient reported feeling wet. The tubing right at the filter site was observed to have broken off. The immunotherapy was stopped.